Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited intermittent capture and unspecified oversensing. No intervention was performed. Patient had no consequences.